Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. The battery was allegedly replaced multiple times using batteries from more than one pack; however, the pump continued to frequently emit low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed two low battery warnings and replace battery alarms, as well as evidence of short battery life. During testing, the pump powered on properly with the returned battery cap. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.